Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.

Event description:
It was reported that the device has ¿cassette error, downstream occlusion sensor issue." There was no patient involvement. Gcm received a moak complaint via service cloud on (B)(6) 2023 from (B)(6), RMA coordinator, mckesson medical-surgical, regarding a pump kit, cadd-solis vip, mdl 2120 with ln 21-2120-0105-01 and sn (B)(6). It was stated that the device had a cassette error, downstream occlusion sensor issue. There was no patient involved and no patient harm/adverse event reported. Cfuentes 29-dec-2023.